Manufacturer narrative:
(B)(4). Concomitant medical products: ep-108222, e-poly 32mm +3 maxrom lnr sz22, 710070. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09792. Discarded.

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, a revision procedure was performed due to instability. The polyethylene acetabular liner and modular head were removed and replaced with a custom constrained liner and head. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable be confirmed as surgical op notes or x-rays were not provided. Device history records were reviewed no deviations or anomalies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2013-03727.